Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received failed battery test alarm with battery out limit. The customer¿s blood glucose level was 137 mg/dl. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised revert to back up plan and treat per healthcare professional¿s instructions. The insulin pump will not be returned for analysis.